Manufacturer narrative:
A ge service representative performed an onsite investigation. The system software and calibrations were evaluated and reloaded. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system inter-mixed patient image data. No patient serious injury or death was reported related to this event.